Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 404 mg/dl while wearing the pod between 4 and 24 hours. The patient was showing visible signs of stroke. Symptoms reported include complex migraines. The patient was treated with a shot of insulin, scans to her head and some other type of medication for any blockages in her brain. The patient was released after 2 days. The pod was removed by the emergency medical technicians on their way to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.